Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed, wires are pulled from the bottom of the sherlock, strain relief damage.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of cable damage was confirmed. The cable was found to be pulled from the unit with the p1 connector missing and ECG pcb j1 broken. The root cause of the failure was identified as use-related damage. A history review of serial number asdul059 showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed, wires are pulled from the bottom of the sherlock, strain relief damage.